Event description:
It was observed during the olympus device evaluation, the videoscope nozzle was clogged with a black, rubber-like material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction of ¿videoscope nozzle was clogged with a black, rubber-like material¿, the evaluation found non-reportable device malfunctions/conditions. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The aware date should be 21feb2024.